Manufacturer narrative:
The customer did not return the phacoemulsification (phaco) handpiece for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during chop phase of a cataract extraction procedure the phacoemulsification handpiece overheated on the central part and not the tip. Torsional ultrasound was increased but he surgeon did not notice a difference. The handpiece was exchanged. The procedure was completed with no harm to the patient. Additional information was requested and received.